Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the subject device was sent to olympus service center as a trade-in, a device evaluation was not performed and was sent for destruction. Therefore, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had stent stuck in the working channel. The event occurred during an endoscopic retrograde cholangiopancreatography (ercp) procedure. It was reported that the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.